Event description:
It was reported that during the left ventricular (lv) lead implant procedure, placement difficulty occurred, a platinum plus v-18, 0.18 200 centimeter delivery guide wire became stuck inside the lead and could not be advanced or withdrawn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).